Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios_16.0.3.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.